Manufacturer narrative:
Medwatch field occupation - the occupation is lay user/patient.

Event description:
The customer complained of discrepant inr results for 1 patient from coaguchek xs plus meter serial number (B)(4). At 13:09, the result from the meter was 5.9 inr with a fingerstick. At 13:11, the result from the meter was 3.5 inr with a fingerstick. At 13:21, the result from the meter was 3.2 inr with venous blood. There was no allegation of an adverse event. The patient felt "ok" and her warfarin dose was held for one day. The patient was not anemic, no heparin, no antiphospholipid antibodies, and no direct thrombin inhibitors. The patient's therapeutic range was 2.0 - 3.0 inr. The qc was in range. The suspect product was requested to be returned for investigation. Relevant retention test strips (lot 294943) were tested in comparison with the current master lot. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable.

Manufacturer narrative:
The patient's meter was returned for investigation. The returned meter was tested with master lot strips and liquid quality control. Testing results: qc 1: 2.5 inr, qc 2: 2.4 inr, qc 3: 2.4 inr. The obtained qc values were in the allowed range of the used combination master lot - qc lot. (1.9 - 2.9 inr) all measurements were without error messages. Extensive measurements have shown higher deviations for coaguchek values > 4.5 inr compared to a laboratory method. Therefore, the customer allegation has been substantiated. A product problem has been found for coaguchek values > 4.5 inr, which was the case in this complaint. This can be traced back to the calibration of the complained test strips to the who standard rtf/16. For measurements > 4.5 inr. The customer is advised to contact the physician and perform a measurement with a laboratory method. Roche diagnostics has issued a recall for this issue. Please refer